Event description:
Reporter indicated a vns programming computer screen was freezing before interrogation. Troubleshooting only temporarily resolves the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.